Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected backlight anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen had scratches which affect ability to read screen and buttons were not responding at first press. The customer¿s blood glucose level was unknown. The buttons were sticking and they were harder to press. The insulin pump squirt or shoot out while priming and backlight was not working properly. The insulin pump rejected new battery. The insulin pump will not be returned for analysis.